Manufacturer narrative:
Customer contacted a siemens customer care center (ccc) to report a discordant, falsely low thyroid stimulating hormone ultra (tshu) result obtained on a patient sample on a advia centaur cp system. A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the quality controls (qcs), patient and calibration data. Fse exchanged the washing stations, renewed the membrane pump of the needle and the peristaltic tubes of aspiration needles. Fse performed complete calibration of the sensors and checked calibrations and qcs, resulting acceptably. The cause of the discordant, falsely low tshu result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required. MDR 2432235-2018-000375 was filed for the same event.

Event description:
A discordant, falsely low thyroid stimulating hormone ultra (tshu) result was obtained on a patient sample on an advia centaur cp system. The discordant, falsely low result was reported to the physician(s), who questioned the result. The sample was repeated in duplicate on the same system, resulting higher. One of the repeat results was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low tshu results.

Manufacturer narrative:
Siemens filed the initial MDR on 10-oct-2018. Additional information (22-october-2018): during the service visit mentioned in the initial MDR, the siemens customer service engineer (cse) performed a system check and cse found empty cuvettes containing wash 1, and replaced rinse blocks and aspirate probe rinse around the pump. Siemens determined that residual wash 1 in cuvettes could prevent complete aspiration and could contribute to poor wash performance. The cause of the discordant, falsely low thyroid stimulating hormone ultra (tshu) result is unknown. The instrument is performing within manufacturing specifications. No further evaluation of this device is required. MDR 2432235-2018-00375_s1 was filed for the same issue.